Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: customer stated that after fired the staple cartridge 030423, the sewing staple didn't form good b shape. New staple was used to be closed and fired. The handle used with this reload: 030449, lot#: n4a1774x. Patient involved w/o injury. Patient: (B)(6) years old. Medical intervention did not require. Re-intubation did not necessary. Surgery time did not extend by more than 30mins due to the product problem. The patient is in good condition now. The sample will be returned for investigation. No unanticipated tissue loss as a result of this problem. No tissue damage as a result of this problem. No blood loss of 500cc or more due to the product problem. No reinforcement material used in conjunction with the stapling device. Additional information via email. Was original staple line resected by the new stapler? Yes.